Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
A physician questioned an architect creatinine result of <0.3 mg/dl for a (B)(6) male patient. The sample was retested and the result was 3.40 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) was dispatched to troubleshoot the issue. The fsr utilized instrument logs to identify cuvette 155 as a potential cause. Upon inspection, the cuvette was determined to be cracked. The cuvette was replaced to resolve the issue. The cuvette was determined to be the likely cause for the discrepant creatine result. No additional erratic / discrepant results were reported. A review of historical quality metrics revealed no adverse trend or systemic issue for the cuvette or the issue associated with this complaint. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. Based on the available information, a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction of the cuvette list number 09d33-03, associated with this complaint. The cuvette is a customer replaceable part and known cause of erratic results. This issue was resolved by the abbott field service representative through standard troubleshooting procedures.